Event description:
It was reported that the inner cannulae would not remain locked in place on three (3), size 8 cfs, cuffless tracheostomy tubes. This was reportedly detected upon initial use to three (3) days after insertion. The devices were visually inspected prior to insertion. There was one pt involved with no reported pt compromise. All three (3) of the reported 8 cfs devices were discarded and as such are not abailable to be returned to the MFR for identification, analysis and investigation.